Event description:
A report was received that the patient's leads showed high impedances. The physician feels one of the leads might be nicked. Although the physician recommended a lead revision, the patient declined surgery as he is receiving adequate stimulation.